Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. No further info is expected. (B)(4). This report was mailed to FDA on: 07/25/2014. (B)(4).

Event description:
The (B)(4) reported (B)(4) complaints of implanted intraocular lenses (iols) with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. Eight pts are bilaterally implanted; three are unilaterally implanted. This pt is bilaterally; this report is for the left eye. No further info is expected. There are (B)(4) reports associated with these events; this is the ninth report.